Event description:
It was reported that (1) hp052 was used during a gastric bypass procedure. It was reported by the rep that the surgeon connected the cs23c to handpiece and stepped on footpedals for harmonic scalpel. Received solid tone. It is unknown how the case was completed. There was no consequence to pt.